Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of broken pin was confirmed. In addition, the lens inside the optical system was damaged and the image appeared foggy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus while cleaning oes elite telescopes, protective tube the pin broke off. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified fault patterns are most likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.